Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a burning sensation. The patient reported the irritation appeared as red spots. The patient stated the irritation could be an allergic reaction. There are no allegations of any bleeding, oozing, or weeping wounds. The patient was prescribed hydrocortisone cream by her doctor. Follow up indicated the irritation improved. Supplemental report (B)(6) 2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a burning sensation. The patient reported the irritation appeared as red spots. The patient stated the irritation could be an allergic reaction. There are no allegations of any bleeding, oozing, or weeping wounds. The patient was prescribed hydrocortisone cream by her doctor. Follow up indicated the irritation improved.